Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. As per customer pt involvement is unk. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit pcb. The unit passed extended self testing.